Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported to philips that the device would not charge. There was no reported patient involvement/adverse patient impact.